Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care provider reported via phone call that the customer had a faulty sensor. The sensor's cannula was noticeably shorter after they removed the sensor. The transmitter did not blink when it was connected to the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.